Event description:
Pt reportedly presented with trauma to both legs. The surgeon, in performing a total hip replacement, is stated to have introduced bone cement into the femoral canal, marked the canal with a bovie cauterizing instrument and then introduced the femoral implant into the canal. It was reported that flames immediately appeared. The stem was removed and the flames extinguished, reportedly with no apparent burns to the pt or the operating room personnel. MFR warns in its labeling that bone cement is flammable and should not come in contact with hot surfaces. The surgery on this leg was completed without further incident. However, upon treating the contralateral leg, pt is stated to have expired, reportedly unrelated to the bone cement incident.